Event description:
After anesthesia induction, the nurse attempted to put the foot of the bed down using the hand control. As the foot of the bed was moving, smoke began to pour from the head of the bed where the plug plugs into the bed. As anesthesia was monitoring the patient for safety, the nurse immediately disconnected the plug from the bed and noticed that the end of the plug had melted. Once they were sure there was no danger to the patient and there was no risk of fire, the charge nurse and biomed were called to assess the table.